Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the inside of the light guide lens of the videoscope had debris. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the inside of the light guide lens of the videoscope had debris. There were no reports of patient involvement.